Event description:
Customer reported that the t:slim x2 pump battery would not charge, and a power source alert (alert 07) was observed in the pump history. There was no adverse impact to the customer¿s blood glucose level. To resolve the issue, the customer switched from the original tandem charging cable to a non-tandem cable, though they were informed by cts that this is not recommended unless for troubleshooting. Cts arranged to send a replacement tandem charging cable, and the pump began charging, requiring no further assistance.